Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a (B)(6) female patient had hernia repair surgery on or about (B)(6) 2015. During plaintiff¿s hernia repair surgery, plaintiff¿s surgeon implanted a strattice mesh. After surgery, the patient returned to the hospital on or around (B)(6) 2015 with pain and an abdominal wall abscess and was eventually diagnosed with intraabdominal mesh infection. On or about (B)(6) 2015, the patient underwent a removal of infected mesh with primary closure to the abdominal wall and dissection of adhesions.

Manufacturer narrative:
Internal investigation into strattice lot sp100200 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 10/13/2022, of the (B)(4) devices released to finished goods for lot sp100200, (B)(4) have been distributed with (B)(4) reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on september 24, 2022, pmqa received notification from legal that the lot associated with this event was found through discovery and is sp100200-081. No other information was reported. As reported in the initial: it was reported through a legal event that a 39 year old female patient had hernia repair surgery on or about (B)(6) 2015. During plaintiff¿s hernia repair surgery, plaintiff¿s surgeon implanted a strattice mesh. After surgery, the patient returned to the hospital on or around (B)(6) 2015 with pain and an abdominal wall abscesss and was eventually diagnosed with intraabdominal mesh infection. On or about (B)(6) 2015, the patient underwent a removal of infected mesh with primary closure to the abdominal wall and dissection of adhesions.